Manufacturer narrative:
(B)(4). The certain® gold-tite® hexed screw (iunihg) was not returned. Since product hasn't been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 02/16; torque matrix - internal connection. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months and no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device was found. The complaint reported a screw fractured in the patient's mouth. They were based on the evaluation, the device malfunction could not be verified. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Device not returned to manufacturer.

Event description:
Doctor reported that a screw (iunihg) fractured in the patient's mouth. The screw was initially torqued down to 25 ncm when doctor placed the custom abutment and cemented the crown. The tooth was completely out of occlusion. Tooth site #18. Doctor was able to retrieve the fractured screw and replace with another screw.